Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and based on the information provided and per the physician, the reported slda is due to the calcium in the grasping region (patient conditions). Mitral valve insufficiency/regurgitation appears to be due to the slda. Mitral regurgitation is listed as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 mixed mitral regurgitation (mr) with calcification in the grasping region of the posterior leaflet for a mitraclip procedure. One clip was implanted and the mr was reduced to grade 1.on (B)(6) 2024, during a discharge echocardiogram, a single leaflet device attachment (slda) was observed. The posterior leaflet was detached. The mr was recurrent at grade 2+. The patient was not affected and remained stable. The mr did no significant impact the results. Additional procedure will not be performed at this time. Per the physician the calcium in the grasping region contributed to the slda.